Event description:
During the implant procedure, an entanglement with the sheath led to a procedure cancellation. Delivery guidewire was wrapped in the pacemaker lead and sensor could not re-enter the sheath. The sheath was flushed and sensor was rotated by 180 degrees. Interventional cardiologist joined the implanting doctor and attempted to snare the lower end of the sensor during retraction. The sheath was pulled with the sensor distal to the end of the sheath and the procedure was aborted.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).